Event description:
It was reported that the wire broke. The 100% occluded target lesion was located in the non tortuous and non calcified tibialis anterior dextra. A v-14 control wire and 150cm rubicon 14 guide catheter was selected for use. The procedure went smoothly it was decided for an angioplasty to be performed. During the time of angiography evaluation, the v-14 microwire was difficult to remove from the rubicon 14 microcather so it broke on the rubicon 14. The device was removed via 6fr guide catheter and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.